Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Procedure performed under ultrasound guidance. When the dilator is advanced over the guidewire "it bends and the peel away introducer is deformed". Another device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Procedure performed under ultrasound guidance. When the dilator is advanced over the guidewire "it bends and the peel away introducer is deformed". Another device was used. No patient harm reported. The patient's condition is reported as fine.